Event description:
It was reported that during follow-up of an asymptomatic patient, noise resulting in automated mode switch episodes was observed on the atrial lead. The noise could not be reproduced and all other electrical values were normal. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).